Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer's mother did not recall any significant events leading to the button error issues; her son was sleeping at the time of alarm. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with no act button response due to corroded keypad traces. No button error alarm or unexpected vibration noted during testing. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.